Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. It was noted one clip was previously implanted, but the patient returned to the hospital due to a progression of disease. A chordal rupture was present due to a progression of disease. An ntw clip was inserted and advanced into the left ventricle (lv). However, the clip became caught on chordal. Troubleshooting was performed and the clip was able to be freed from chordae. The clip was then deployed, reducing mr to a grade of 3-4. An nt clip was inserted, but while grasping, it was observed the ntw clip may have caused additional chordal damage. Grasping was performed with the nt clip, but the leaflets were unable to be grasped or captured. Therefore, the clip was removed and the procedure was discontinued. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported difficult to remove (anatomy) was unable to be determined. The reported tissue injury was a cascading event of the reported difficult to remove (anatomy). The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.